Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not booting into the software after a power outage. No patient harm was reported. Nihon kohden technician had the bme remove the port 1 hdd and boot up the cns with one hdd installed, the unit was able to boot up into the software, issue resolved.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not booting into the software after a power outage. No patient harm was reported.